Manufacturer narrative:
Additional information received b5., has been updated h.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The trend analysis was also performed. No complaint or manufacturing trend was identified. The root cause could not be determined. Based on information received following submission of the initial report only the one contact lens corresponding to left eye was involved. The file reported under (B)(4) does not meet the criteria for serious adverse event, thus the review of the facts available at this time. This file will no longer require updates in the future. All the significant reportable information is retained in file (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up after the submission of the initial report it was confirmed that the consumer experienced superficial corneal erosion only with one contact lens corresponding to left eye.

Event description:
As initially reported by healthcare professional stating that the consumer consulted the emergency department after presenting with a one-day history of ocular pain, foreign body sensation, and redness in the left eye. Following day, the consumer visited the lens store and stated that their left eye was completely occluded. The consumer sought an ophthalmology clinic urgently due to intense pain in her left eye. Additionally, the consumer states that pressure went up, unbearable pain, and she had to go to the emergency room. She informed the consumer that it¿s because of the contact lenses. The biomicroscopy observations showed a cornea with irregular erosion surrounding punctate keratitis, bulbar conjunctiva with hyperemia, chemosis and gland dysfunction on the left eye. No treatment medication has been reported. The current status of the consumer¿s eye is unknown at the time of this report. Additional information, along with a translated document, has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). Imdrf health event for event gland dysfunction is not available, so it subsumed under imdrf health event code e2402 - appropriate clinical signs, symptoms, conditions term / code not available. The manufacturer internal reference number is: (B)(4).